Event description:
Acct. Reported that the continu-flo solution set was "not secure" in the angiocath. 9/8/99 acct. States that the anesthesiologists state that when they inject the pentathol into the IV, the tubing separates at the angiocath. States they are converting from criticon IV catheters to bd IV catheters. Reporter stated that she tried a set yesterday and connected it to both angiocaths and was unable to cause a disconnect even with a bolus of fluid. States the nurse who starts the ivs has been doing this for years and who states she has never had this problem before. She states that it "almost seems as if the sets are too slick."